Manufacturer narrative:
Product analysis the device was received with the external slider partially retracted and the tip capture release handle locked. The gap between the external slider and front grip measured approx. 10 cm. The screw gear threads appeared worn at the distal end. Bends were observed along the graft cover and deformation was evident at the proximal end of the graft cover. The stent graft was received with approx. 6 cm deployed and the tip partially released. The external slider could advance the graft cover with the stent graft moving along with the graft cover. The external slider could not retract the graft cover further. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure to treat an aortic ulcer, a deployment issue occurred with a valiant captivia stent graft. No issues were found on the device during inspection prior to use and the instructions for use were followed during preparation and deployment attempt. During the procedure, the delivery system was advanced into the thoracic aorta and positioned between the left carotid artery and the left subclavian artery. The device remained in the thoracic aorta for approximately 10-15 minutes prior to deployment while the clinical team addressed issues with the power injector. Once the injector was fixed, the surgeon performed an angiographic run and marked the intended landing zone. When the deployment began, significant resistance was encountered while turning the blue deployment handle. Increasing difficulty was encountered when rotating the handle and the sheath did not retract as expected. The sheath may have retracted approximately one to two inches. The physician then attempted to pull the gray trigger on the delivery system but also experienced significant difficulty. The delivery system was removed from the patient and a different medtronic device was used without issues. Per the physician, the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: it was reported approximately 2 inches of the stent graft was exposed during removal. No damage was done to the iliac vessels on removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.